Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fasteners did not fixate. There was no reported patient injury. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in september, 2021. The instructions-for-use (IFU) for the sorbafix fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately." If/when sample is returned and evaluated, a supplemental MDR shall be submitted.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2022, the first fastener of the bard/davol sorbafix fixation device did not fixate the 3dmax mesh. As reported, adequate counter-pressure was used and the fastener was not deployed near cooper¿s ligament or hard structure. As reported, another sorbafix device was used to complete the procedure and there was a short procedural delay to retrieve the second device. There were no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fasteners did not fixate. There was no reported patient injury. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of 680 units released for distribution in september, 2021. The instructions-for-use (IFU) for the sorbafix fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Functional evaluation of the sample resulted in misfired fasteners. Internal component evaluation found deformation on the internal gears and broken trigger gear tooth, which is not indicative of the as manufactured condition. The deformation and break of the gear teeth is a result of forces applied in use, causing the issues experienced by the user. Sample evaluated.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2022, the first fastener of the bard/davol sorbafix fixation device did not fixate the 3dmax mesh. As reported, adequate counter-pressure was used and the fastener was not deployed near cooper¿s ligament or hard structure. As reported, another sorbafix device was used to complete the procedure and there was a short procedural delay to retrieve the second device. There were no reported patient injury.